Event description:
It was reported by our distributor in japan that the 9800 package containing this sterile blade has a crack in the tray.

Manufacturer narrative:
No medwatch form received from the user facility. Investigation results: the device was received for evaluation. A visual inspection found no damage to the outer box containing this product but found a crack/hole in the corner of the blister package which contains the blade. Further investigation found that the sterility of the product is compromised. A review of product history for the past 2 years found no other similar reports for this problem. There is one other reported problem for this lot number and blade packaged in the same box. This blade is sold sterile, in a box of 5.